Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation could not be adjusted. There was intermittent communication between the pt programmer and the neurostimulator. It was also reported that the pt felt stimulation in the wrong location. She felt stimulation in her lower back and legs, however, stimulation was supposed to be in her neck. The pt had an appointment scheduled with a manufacturer's rep. Coupling and/or communication issues continued to be problematic. An x-ray was being taken to determine whether the device was flipped. Add'l info reported that the neurostimulator was unable to hold a charge. The device would only recharge to 50%. Poor output and coverage were noted. The neurostimulator was replaced and the pt was receiving good coverage.